Event description:
The drill pin broke and was notched when pulling the pin out of the tibial block. A piece of the pin was left in the pt. This issue caused a 45 - 70 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.